Event description:
It was reported that during unpacking, while pulling a 2.5x15 nc trek rx balloon dilatation catheter (bdc) from its dispenser hoop without any resistance felt, the hypotube separated from the inner member at the guide wire exit notch. The device was not used in the patient. Another same size nc trek rx bdc was used to complete the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.